Event description:
It was reported that the ventilator failed o2 sensor test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The claimed issue was related to o2 sensor test failure during pre-use check (puc). The device failed to meet its specifications. There was no patient involvement. Identification of issue has been done by analyzing problem description and service report. The issue has been resolved by replacing nozzle unit for o2 gas module and the device was delivered to the user in working condition. The issue was decided to be reported as the replaced nozzle unit may lead to stop of ventilation or high pressure. The root cause to the reported issue has not been determined. The correction of field h8 usage of the device was required. This is based on the internal evaluation. Previous usage of device: unknown. Corrected usage of device: reuse.